Manufacturer narrative:
Assessment by merz: the event occurred in compatible temporal relationship, whereas no precise information was provided on injection site or event localization so a local relationship can only be assumed based on the wording of this report. Vascular occlusion (serious) is expected based on the current valid australian instructions for use (IFU) leaflet of radiesse (+) and can occur after treatment with radiesse (+). The IFU of radiesse (+) warns that special attention has to be taken in order to avoid that the implant is injected into the vasculature which may lead to embolization, occlusion, ischemia or infarction and to take extra care when injecting and apply the least amount of pressure necessary. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case, only vascular occlusion was reported, and the patient received comprehensive treatment with an unknown outcome. Causality for the event is assessed as possibly related to the treatment with radiesse (+) due to compatible temporal and possible local relationship. This case is considered as serious because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from an australian health care professional via a business development manager and concerns a patient. The patient was injected with radiesse(+) into the left side (as reported), on (B)(6) 2025. On (B)(6) 2025, after the radiesse(+) injection, the patient experienced a vascular occlusion. As reported, the clinic initially followed the protocol of 1500 units. However, it was noted that radiesse(+) was different, and they injected 400 units instead, as advised. The dosage was insufficient. On (B)(6) 2025 (reported as the next day), the patients condition worsened. The patient was additionally injected with hyalase at the full recommended amount. The outcome of the event was unknown.